Event description:
It was reported that the patient experienced urethral perforation with ams 800 artificial urinary sphincter (aus). The aus pump was replaced, and the cuff and balloon were left implanted. No further issues were reported in relation to this event.

Manufacturer narrative:
B5 corrected.

Event description:
It was reported that the patient experienced urethral perforation with ams 800 artificial urinary sphincter (aus). The aus pump was replaced, and the cuff and balloon were left implanted. Additional information received stated that the cuff was removed.

Manufacturer narrative:
Returned product consisted of belt cuff fgs 4.0 cm iz. There were no significant findings and the device passed all testing. The reported failure was not confirmed. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Based on a lack of damage on the returned device and the successful functional test, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced urethral perforation with ams 800 artificial urinary sphincter (aus). The aus pump was replaced, and the cuff and balloon were left implanted. No further issues were reported in relation to this event.